Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms and multiple occlusion alarms occurred while on vacation. Reportedly, the altitude alarms would not clear. Blood glucose was 147 mg/dl. Customer had manual injections available as alternate insulin therapy.